Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer did not know how the pump touch screen became shattered and non-functional for bolus delivery. There was no reported impact to customer's blood glucose. Reportedly, customer will continue to use pump for insulin delivery and consulted health care provider to request manual injections.